Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the surgeon was using the device to remove the gallbladder from the liver bed. He was holding the device when the smaller jaw broke off the shear and fell in the patient's abdomen. The broken piece was removed and no affect to patient occurred.